Event description:
Per dealer, alleged alarms will not function. Per independent repair center, alarm will not function. The key failure is power switch does not have an alarm. Another issue is the preventive maintenance kit is dirty.